Manufacturer narrative:
This report contains supplemental information for mentor asr reference number ip-00038798. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Device evaluation summary: according to the information received, the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Since no lot number was provided, no manufacturing record evaluation could be performed. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number ip-00038798. It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with mentor siltex contour profile high 350cc saline breast prostheses developed capsular contracture (baker grade unknown) in both breasts. In addition, the left breast prosthesis deflated post-implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2017. This medwatch report is for the right breast prosthesis.